Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The complainant indicated that the device will not be returned for evaluation; as it was disposed of and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.

Event description:
A hydrothermablator procedure set was used in uterus for the hta ablation procedure in 2008. The procedure was successful with no patient complications or fluid loss alarms. One week later, the patient saw a different physician for abdominal pain and fever. The physician relates that abdominal CT scan reveals bubbles and fluid, which possibly indicates a bowel burn. A laparoscopy was not performed and there is no indication that a bowel burn was confirmed. The patient was referred to another hospital where she was admitted, some time, during the week about 2 weeks later. Two physician's confirmed this hospital admission for upset stomach possibly due to unknown drug use and relate that the patient is well known for attempts to procure pain medications. Additionally, it was confirmed that there was nothing wrong with the patient, no bowel burn or perforation occurred, and there was no treatment or intervention. The patient was discharged about 10 days later.